Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose level and the insulin pump was not responding. The customer;s blood glucose level ws 400 mg/dl. The customer treated with insulin pump. The customer also changed the infusion set. The customer's husband stated that they will call back for troubleshooting high blood glucose level as they did not have the insulin pump. The insulin pump will not be returned for analysis.